Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an error message code e102. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to correction. Updated fields: d4, d8, d9, h2, h3, h6, h11. Corrected fields: g2, h8. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of fan, error code (e102) was displayed but due to contamination in the device, insufficient cooling could lead to excessive heating and thus to failure of the lamp. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of fan, error code e102 was displayed, but due to contamination in the device, insufficient cooling could lead to excessive heating and thus to failure of the lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.